Event description:
It was reported that during implant, the right ventricular (rv) lead was unable to be implanted. The rv lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
Follow up determined that during the procedure it was not possible to remove the stylet from the lead and a manufacturing defect was suspected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltageelectrode had blood. (B)(4).